Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that the sites handheld computer was giving them a lot of problems. It was reported that handheld computer was operating "really slowly" when they use it and "the backlighting being no good." Good faith attempts are being made for product return for analysis.